Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that they went to change the battery then received an unexpected restart alarm. The customer's blood glucose was 10.4 mmol/l at the time of incident. The history was checked and found multiple unexpected restart alarms, multiple external ram error alarms and a battery out limit. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within the specification, no unexpected low battery or off no power alarm noted. The insulin pump passed a21 test and self test. No a21, a17 alarm or unexpected restart noted during testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.